Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The device terminated in an 0x1c alarm after reaching expiration time.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 32 mmol/l (576 mg/dl) while wearing the pod between 24 and 36 hours. The pod was ripped off from the arm by the patient. Emergency services were called and the ambulance transported the patient to the ER. The patient was treated with insulin. The patient was discharged after 4 hours.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 15 mmol/l (270 mg/dl) while wearing the pod between 24 and 36 hours. The pod was ripped off from the arm by the patient. Emergency services were called and the ambulance transported the patient to the ER. The patient was treated with insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
B5 - describe event or problem from: it was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 15 mmol/l (270 mg/dl) while wearing the pod between 24 and 36 hours. The pod was ripped off from the arm by the patient. Emergency services were called and the ambulance transported the patient to the ER. The patient was treated with insulin. To: it was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 32 mmol/l (576 mg/dl) while wearing the pod between 24 and 36 hours. The pod was ripped off from the arm by the patient. Emergency services were called and the ambulance transported the patient to the ER. The patient was treated with insulin. The patient was discharged after 4 hours. Correction to d(1) brand name changed from omnipod dash¿ insulin management system to omnipod insulin management system. Correction to d(4): lot number changed from unavailable to l50351. Model # changed from 18320 to 19191. Catalog # from ble-i1-529 to zxp425. Expiration date changed from unavailable to 8/20/2023. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h(4): device mfg date changed from unavailable to 2/20/2022.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 32 mmol/l (576 mg/dl) while wearing the pod between 24 and 36 hours. The pod was ripped off from the arm by the patient. Emergency services were called and the ambulance transported the patient to the ER. The patient was treated with insulin. The patient was discharged after 4 hours.